Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia. The customer's blood glucose level at the time of incident was 800 mg/dl. Customer's current blood glucose level is 327 mg/dl. Customer did not report any symptoms related to high blood glucose. Customer was not using insulin pump within 48 hours of reporting high blood glucose event. The customer assisted with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.